Manufacturer narrative:
The reported event of sensing issue was not confirmed. The reported event of device stretched helix was confirmed. Visual inspection noted helix length was out of specifications, this is consistent with procedure damage. Further analysis performed, including output verification and sensitivity test showed normal device characteristics without any anomalies contributing to reported event of sensing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted the device was unable to sense and the helix stretched. It was noted that the patient moved during procedure. The device was removed and replaced. There were no patient consequences.